Manufacturer narrative:
Attempts to obtain additional information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post-implant, this patient was hospitalized with a heart rate less than 40 bpm. The electrocardiogram revealed an irregular ventricular rhythm less than the programmed minimum rate. Interrogation revealed a decreased in amplitude measurements, an increase in threshold measurements and loss of capture on the right ventricular (rv) lead. As a result, the output was increased. A chest x-ray was performed and the rv lead appeared taut. Additionally, it appeared the rv lead may have moved slightly. No additional adverse patient effects were reported.

Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that this lead was explanted and replaced. No additional adverse patient effects were reported.